Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that she went bicycling and there was humidity. Customer stated that the screen is foggy and there is fluid under the lcd display. Customer also reported that the buttons on the insulin pump are not responding; she replaced the battery and received a battery out limit alarm. She stated that the battery was not out for greater than duration allowed. Blood glucose value was over 500 mg/dl; treated with insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The device also was received with operating currents within specification. No unexpected battery out limit alarms noted. Unable to perform the displacement test due to the button keypad anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The unit also was received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads, and minor